Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the end of the patient line has a black discoloration. The customers blood glucose (bg) level was impacted (338 mg/dl) the customer took a manual injection to stabilize bg level. The customer stated that supplies would be changed.